Event description:
It was reported that during a pci procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified and tortuous right coronary artery (rca). The liberte' monorail stent delivery system failed to cross the lesion. As the physician attempted to pull the stent back through the guide catheter, the stent caught on the guide catheter and stent damage occurred. The procedure was not completed because another of the same device was unavailable. No patient injuries or complications were reported. Patient status is reported as "good".